Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non-product experience. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non product experience. No additional adverse patient effects were reported. Additional information from the field indicates there was diaphragmatic stimulation observed for this lv lead, so it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2131. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non product experience. No additional adverse patient effects were reported. Additional information from the field indicates there was diaphragmatic stimulation observed for this lv lead, so it was explanted. No additional adverse patient effects were reported.